Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and power on self-testing were performed.the damaged power cord was found during visual inspection. The cause was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.